Manufacturer narrative:
The customer¿s report that an infusion of methotrexate was set over 4 hours, however it went through in 2 hours was not confirmed. The event log confirmed that a methotrexate infusion was started at 500.0ml/h with a vtbi of 2000.0 and would have taken 4 hours to complete, however the event log identified that the infusion was stopped (channel off) after approximately 90 minutes recording a vi of 708.688ml. Calculations performed using the infusion run times and the infusion rate confirmed the logged vi at 13:06:08 and 13:23:27 to be correct. The event log also identified two flo stop open alarms (safety clamp device is in open position while door is open). This may have occurred when loading the administration set into the pump with the safety clamp open prior to closing the door. If the administration set roller clamp was also open then a free flow condition would have existed which may account for any fluid bag discrepancy and the perceived overinfusion. Visual inspection of the pcu did not identify any damage or deficiencies. Functional testing confirmed the correct functionality of the pcu module. However as neither the pump module or the administration set were returned for evaluation it is not possible to comment on their condition or functionality, or identify any issues which may have contributed to the reported failure. The root cause of the customer¿s experience was not identified.

Event description:
The report suggests that an infusion of methotrexate was set over 4 hours, however it went through in 2 hours. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A follow up report will be submitted with investigation results once the evaluation is completed.

Event description:
The report suggests that an infusion of methotrexate was set over 4 hours, however it went through in 2 hours. From the reported information there are no indications of serious injury to the patient or user as a result of this incident